Event description:
Company representative reported a rupture on behalf of an unknown physician's office. The location of the device is unknown. Device status is unknown.

Manufacturer narrative:
Implant was placed before 2012, further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Company representative reported a rupture on behalf of an unknown physician's office. The location of the device is unknown. Device status is unknown.